Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed troubleshooting. The cse reviewed the instrument data and found no errors in the error log. The cse found a broken acid valve (v70). The valve was stuck in the closed position. The closed valve did not allow the proper acid dispense. The cse replaced the valve. The cause of the discordant, falsely depressed prostate specific antigen and prolactin results is due to the malfunction of the acid valve (v70). The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed prostate specific antigen and prolactin results were obtained on a patient sample on an advia centaur xp instrument. The initial results were not reported out to the physician(s). The customer repeated the same sample on the same instrument, resulting higher. The customer reported out the repeat results. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed prostate specific antigen and prolactin results.